Manufacturer narrative:
MFR received date: 12aug2019. The replaced led (light emitting diode) circuit panel was returned for failure investigation. It was found that the trace on all the leds were electrically open. The electrically open trace caused all the leds to fail. The replaced touch frame is no longer available, therefore, the root cause of the keyboard test failure cannot be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 03may2019. The manufacturer's field service engineer (fse) confirmed the reported issue. The manufacturer¿s field service engineer (fse) replaced the defective power status overlay and touch frame to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported power status (light emitting diode) leds do not illuminate, (extended self test) est fails keyboard test. The device was not in use at the time of the reported event; therefore, there was no patient involvement.